Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor showed that it was complete with no broken or missing parts.

Event description:
Customer reported that the sensor got damaged. The customer explained that when the serter was pulled back, only the needle came out the rest stayed on the table. Blood glucose value was 7 mmol/l. The sensor will be replaced and returned for analysis.